Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 274-281 mg/dl and a bolus was delivered to address bg. Pump system check with tandem technical support and air bubbles were observed in the system. Tandem technical support assisted customer with removing the air. Insulin delivery was resumed.